Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A center director reported a pt with epithelial ingrowth of the left eye at lasik post-operative visit. Add'l info indicated a flap lift and rinse was performed to treat the reported event.